Event description:
Same case as: 2134265-2014-00157. It was reported that the rota wire separated. The target lesion was located in a severely calcified and severely tortuous distal of right coronary artery. The 330mm rota wire and rotalink burr are selected to ablate the target lesion. During preparation outside the patient, it was noted that the rota wire was separated during test rotation. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years older. (B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).